Event description:
The user was transferring from the toilet to the action 2 wheelchair. He reached forward, and grabbed handles to transfer into chair, the castors were positioned to the side, and the chair tipped forward. The patient fell to floor and landed on his leg, resulting in a femoral fracture just above the kneecap.

Manufacturer narrative:
Invacare was made aware of this event in the united kingdom involving a 1-1/2-year old action 2 ng wheelchair, manufactured by invacare france. Invacare is filing this report because the myon wheelchair, made at invacare owned invamex and sold in the u.s. Is similar in design. The user manual for the myon, part 1167418 page 31 states; ¿before attempting to transfer in or out of the wheelchair, every precaution should be taken to reduce the gap distance. Align both casters parallel with the object you are transferring onto. Also be certain the wheel locks are engaged to help prevent the wheels from moving.¿ the united kingdom has requested more information and the device be returned for investigation, but as of 7/11/22 has not received the device. Based on the available information the underlying cause of the issue could not be confirmed. Should additional information become available, a supplemental record will be filed.